Event description:
It was reported that the patient experienced recurring incontinence with an artificial urinary sphincter (aus). It was also sad that the patient wanted "to be dryer". A replacement surgery was performed in which the existing device was removed and a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the patient was currently recovering from the procedure. No more information available at the moment. Should additional information become available, it will be provided.